Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that a loss of connection between the transmitter and display device occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 09/02/2016. The reported event of loss of connection was confirmed. A root cause could not be determined. The transmitter has been received for evaluation. An external visual inspection was performed and found no observations related to the complaint. A voltage test was performed and the transmitter held no voltage; therefore, the reported loss of connection could not be confirmed via testing. A share log review was performed and showed signal loss on issue date. The customer complaint of loss of connection was confirmed. The root cause could not be determined.